Manufacturer narrative:
The customer's address is unknown. New jersey, USA has been used as a default. Investigation summary: it was reported particles were found embedded in syringes. To aid in the investigation, twenty-one photos and five charts were provided for evaluation by our quality team. The photos show a syringe, and syringe barrel. Black and white specks were observed. The charts show fourier-transform infrared spectroscopy (ftir) analysis which reports the foreign matter as embedded degraded resin. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lots 2066293 and 2033236. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found on 2 bd luer-lok¿ tip syringes during a pre-use inspection. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "these are not quarantine and not rejected. Internally we rely on pre-use inspection to identify and reject particles that are observed. Currently, we are comfortable with the continued use of the material. We expect the components purchased to be free of particles... Particulates found in disposable graduated 50ml syringe during pre-use inspection for media lot."